Manufacturer narrative:
Prime alarm during basic occlusion test due to loose/protruding drive support disk. Cracked reservoir tube lip and cracked case near reservoir window noted during visual inspection.

Event description:
The customer reported that insulin squirted out while priming and the device alarmed. The blood glucose reading was 165mg/dl. The customer stated that she attempted to rewind several times without results. Troubleshooting was performed. The caller stated that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.